Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an irritation under the lifevest. The patient had recently had surgery and the the lifevest was irritating the incisions from the surgery. The patient's doctor prescribed the patient antibiotics. After using the antibiotics, the patient reported that the irritation healed.